Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 4.0x18mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion contained >45 degrees bend. Pre-dilation was performed with a 2.5x15mm non-bsc balloon, leaving 75% residual stenosis in the lesion. A 20 x 4.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and found the stent deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.